Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device was unable to undergo the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the unresponsive button. Additionally, there was no moisture damage on the lcd board, motherboard, interfaceboard, reference board, motor, vibrator and battery tube assemblies during visual inspection. The menu did not scroll on its own during testing. The following cosmetic damage was also noted: cracked case at a display window, cracked reservoir tube lip, minor scratches on the lcd screen, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons on his pump was unresponsive. The patient's blood glucose at the time of incident was 375 mg/dl. The customer tried to fix the issue by changing the battery but afterward his down arrow would cause the menu to scroll on its own. None of the buttons would respond during the menu scrolling anomaly. Troubleshooting was declined for the high blood glucose reading and initiated for the keypad issues. The customer did not recall any significant events leading to the keypad issues, but mentioned that the pump was in briefly exposed to the sun and that his shorts were a little wet. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.